Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the 355sd gasket is tearing easily. There was no consequence to the pt. This is part of three other devices collected by the hosp.